Event description:
Caller states that she tested on the device, result not provided, and passed out, customer tested at 82mg/dl on the device and the paramedics were called. The paramedics obtained a result of 40mg/dl on their device, timeframe not provided. Caller reports receiving a shot of glucose. No strip information provided no quality controls were used. Requested return of suspect device and replacement was sent.